Manufacturer narrative:
H.6. Investigation: two photos and one sample were received by our quality team for evaluation. From the photos and sample, foreign matter was observed at the syringe barrel tip. The foreign matter was subjected to fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The sample was observed to be a mixture of black fiber and red fiber embedded in the tip of the syringe during the ftir analysis. The results show that the spectrum of black fiber was likely to be poly(ethylene terephthalate) and the red fiber was likely to be a cellulose-based material. A device history record could not be evaluated as the lot number is unknown. Poly(ethylene terephthalate) is not used in the molding machine operation and cellulose is commonly used in paper and fabric industry. Upon further investigation, the foreign matter could have been transferred from the resin supplier environment, packaging operation, transportation, handling load to molding machine. H3 other text : see h.10.

Event description:
It was reported that the syringe 3ml ls experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: this is a report about foreign matter of syringe. According to the customer's report, a dirt was found on the hub.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 3ml ls experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: this is a report about foreign matter of syringe. According to the customer's report, a dirt was found on the hub.